Event description:
The vacutainer luer adapter used to draw blood from PICC line was broken during removal. There is a question as to whether the breakage was due to mechanical stress applied by the nurse a failure of the plastic materials used.